Manufacturer narrative:
A review of complaints for this product over the last 3 years show no other reports of urinary tract infections associated with the use of these catheters. The lot number is not known and multiple lots of products were used during the course of 2 years. The product IFU and risk assessment was reviewed for adequacy and no issues identified. A causal relationship between the use of the catheters and urinary tract infections could not be determined.

Event description:
End user of the hollister onli intermittent urinary catheter has reported that he has experienced 4 utis over the last 2 years of using these catheters. His last uti was in the beginning of december and he was prescribed cipro and nitrofurantoin. He catheterizes 4x/day and doesn't feel like he is fully emptying his bladder. He states he uses sterile technique and does not reuse the catheters. His doctor has suggested he increase the frequency of cath'ing from 4 to 6x/day. He denies any device malfunction. The doctors could not determine the root cause of his utis.